Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73h1700835 investigations did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a distal gastrectomy, the first clip was successfully used for ligation, but the second clip was unable to open since the jaws did not open wide enough. Then the second clip was removed from the applier outside a patient. The third and any later clips were unable to load into the jaws and fell. Therefore, it was replaced by another applier but the same issue occurred again. No clips remained in the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample is for this tc and tc 1900059005. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with the trigger partially engaged and the rotation tab was bent. There was a clip partially loaded incorrectly in the jaws and it was stuck in the bent rotation tab. It was noticed that another clip was pressing up against the first clip that was stuck in the rotation tab which suggested that the clips are out of position. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample. The partially loaded clip was manually removed and the second clip fell out of the device when the first clip was removed. Upon engagement of the trigger, no clips were firing. The device was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel which other remarks: prevented the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based on functional inspection, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "unable to open clips" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position which prevented them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during a distal gastrectomy, the first clip was successfully used for ligation, but the second clip was unable to open since the jaws did not open wide enough. Then the second clip was removed from the applier outside a patient. The third and any later clips were unable to load into the jaws and fell. Therefore, it was replaced by another applier but the same issue occurred again. No clips remained in the patient.